Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated.

Event description:
The lead was explanted due to the patient receiving a system upgrade. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.